Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device displayed a "defib fault 76" message, during second attempt to deliver therapy. Complainant did not indicate that there was any adverse effect to the patient, due to the reported malfunction.

Manufacturer narrative:
The device was returned to the zoll medical technical service department for evaluation and the malfunction was duplicated. Root cause analysis of the bridge board found a faulty insulated gate bi-polar transistor to be the cause of the malfunction. The bridge board was replaced to resolve the malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.